Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction occurred. In addition, it was reported that the customer received a continuous glucose monitor error 42. The customer's blood glucose level was 160 mg/dl. The customer will continue to use current pump for insulin therapy.